Event description:
According to the reporter, while preparing, the handle did not activate. Another stapling system was used to resolve the issue. There was no patient involved. The device was returned without accompanying information. Medtronic's initial evaluation of the incident is that the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the analysis of the system logs showed evidence of multiple fpga (field programmable gate array) reset/reprogram failures. This condition has a potential for patient harm. The most likely cause for the additional condition is traced to device design. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. Internal process improvements have been initiated to mitigate this issue. The product analysis also found that the analysis of the returned product noted that the microsd card was corrupted. The cause of the micro sd card corruption could not be reliably determined, but can be attributed to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.